Event description:
Purchased used shurmed electric operating room stirrup for evaluation. The product was missing isolation, grounding, and labeling required of electrical class 2 medical devices. Product was not serialized, or date coded in any manner. Called shurmed to find out if there were any complaints or recalls against the product. Co rep informed reporter that "we don't serialize our products." Reporter asked about complaints, corrective actions, and MDR filings, and was informed that the co does not maintain a corrective action system. Reporter is concerned that the product may present electrical shock hazards in the operating room, and the co was unresponsive in addressing reporter's concerns.